Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on-site and found there was no input detected on computer boot up. It intermittently exited the software. The computer was replaced and the issue was resolved. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that when setting up for a case, there was an issue with the video output on the navigation system. Additionally, the mouse lost its connection and would not respond to use input. The cables were reseated and the system became functional. There was no patient present when this issue was identified.

Manufacturer narrative:
The returned computer was tested and booted normally to the application screen. Exams loaded without issue and no video or mouse issues were observed during testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.